Event description:
It was reported that a patient with diabetes (pwd) was sent to the emergency room for potential diabetic ketoacidosis due to multiple line block alarms (not an ICU medical device). The pwd later called back and reported that glucose levels were elevated and were not decreasing, which prompted a decision to change the entire set. The pwd began changing the site at 9:00 am, at which time the blood glucose (bg) reading was 400 mg/dl. Ketostix were not available. The pwd changed both the infusion set and cassette and placed the new site on the opposite side of the abdomen. At the time of the report, the pwd remained in the hospital.

Manufacturer narrative:
No product or photos were returned; therefore, no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.